Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with heavy tortuosity. The 3.0 x 48 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent was deployed; however, a dissection was observed. An additional stent was implanted to treat the dissection. The patient was confirmed to be stable and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Intimal dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.